Event description:
It was reported that the right ventricular (rv) defibrillation lead exhibited an out-of-range shock impedance measurement greater than 132 ohms. Technical services (ts) was consulted for evaluation. Based on device data review, ts suspected lead calcification and recommended lead replacement. Ts also provided alternative device programming options. The treating physician elected to deactivate tachyarrhythmia therapies, as the patient demonstrated a favorable clinical response to cardiac resynchronization therapy and no longer met indications for tachy therapy. The device is currently programmed for pacing functions only. At this time, the rv lead remains in service. No additional adverse patient effects were reported.